Event description:
It was reported that the patient experienced inadequate stimulation and was charging the ipg for extended period of time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.